Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was admitted to the hospital. Customer ran out of test strip supplies. Customer stated that she have pump connected to his body but was not checking his finger stick as needed. The customer was advised by the hospital to speak to healthcare provider to go over his pump settings. Customer declined to troubleshoot for high blood glucose.